Event description:
It was reported that when the asymptomatic patient presented in clinic for follow up, the device exhibited post-paced t-wave oversensing. Programming changes will be made at next follow-up visit. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.